Event description:
Additional information was received that a non-medtronic 9 mm stent was placed, not a balloon.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a non-medtronic closure device was inserted for hemostasis. However, the bleeding did not stop and a cutdown was performed. A non-medtronic 9 mm balloon was placed. The delivery catheter system (dcs) was inserted and the valve was implanted. An intra-operative block occurred however normal sinus rhythm returned. When pacing was removed, cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was performed and pacing was inserted from the neck. A possible permanent pacemaker may be implanted. It was reported the access vessel was 8.2 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs); product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, left bundle branch block (lbbb) was observed. The right transfemoral artery was used access site and the injury was on the right transfemoral side. Per the physician, the vascular injury occurred during puncture and closure device insertion and the cause of the damage was unknown. Subsequently a pacemaker was implanted for the conduction disturbance the same week of the valve procedure but the date of the implant was not known.